Event description:
Leaflet fell off a newly implanted aortic heart valve just following its seating into position in the aortia during on going heart surgery to replace pt's own insufficient aortic value.